Event description:
The event is reported as: alleged issue: the catheter broke at the funnel, and was impossible to deflate the balloon for removal of the remaining part of the catheter. No pt injury reported. Surgery was performed to puncture the balloon. Pt condition reported as fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.